Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. A day after the onset, the patient was hospitalized for the peritonitis. The patient received unspecified antibiotic therapy during hospitalization. The patient did not respond well to the antibiotics and the pd catheter was discontinued on an unknown date and the patient was placed on hemodialysis. The cause of peritonitis was unknown. Seven days after the hospitalization, the patient was discharged. The patient recovered from the peritonitis. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4).a batch review will be performed for the potentially associated lot number(s) h13k04120. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13k04120 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.